Manufacturer narrative:
(B)(4). Product will not be returned to zimmer biomet for investigation, as it remains implanted. DHR was reviewed and no discrepancies were found. Physician has reported that this event is likely due to the rotator cuff repair, and not specific to the device. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Remaind implanted.

Event description:
It was reported that patient has developed mild capsulitis/stiffness post rotator cuff repair. Physician attributed the condition to the surgery and not specific to the device. No other patient harm was reported.